Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was explanted due to possible premature battery depletion. The patient was stable.

Event description:
New information notes that the anomalies were noted before generator change and the device was exposed to electrocautery during generator change.

Manufacturer narrative:
The reported premature depletion was not confirmed. Device was received with eri and eos triggered. Eri was timestamped before firmware was loaded onto the device which is consistent with device exposure to electromagnetic interference. Device image could not be analyzed due to unknown code corruption. After reloading the code successfully, the device was tested under electrical and mechanical conditions and the results show the device exhibited normal functionality. Battery voltage was still in the normal range of operation above eri level. A longevity calculation was performed, and device was at normal range of operation with appropriate remaining longevity.